Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 11 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017, that the patient expired due to multi system organ failure. The patient had been hospitalized for the last 2-3 weeks. On (B)(6) 2017 at approximately 2300, the patient had a sudden decompensation with acute tachypnea, worsening of tachycardia, and hypotension with mean arterial pressure (maps) down to 40 mm hg, from 60's mmhg, and worsening metabolic acidosis. It was assumed that the patient¿s progression of multi-organ failure was related to a presumed underlying infection of the vad. It was reported that there was no other identifiable source of infection. The patient had been consistently non-compliant with medications, including warfarin. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation to the reported event of infection could not conclusively be determined. The explanted pump was returned assembled with the driveline intact. Examination of the sealed inflow conduit and outflow conduit upon disassembly of the device revealed depositions of denatured, fixed blood. The hard texture of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Further evaluation of the pump revealed similar depositions of denatured, fixed blood throughout the pump. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient expired due multi-organ failure relating to infection. The observed depositions lacked laminated layering suggesting that they resulted from the interruption in flow that is associated with the termination of support. Additionally, the absence of contact marks on any of the pump¿s surfaces further indicates that these depositions resulted from the preservation of the pump with a fixative agent at explant and that they were not present while the pump was supporting the patient. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.